Manufacturer narrative:
Report updates include b4, g.6, h.2, h.3 and h.6. Optowire was received on january 29th and was investigated upon arrival. Investigation of the returned optowire showed that the guidewire fractured at 30cm from its distal end, at the proximal weld that connects the shaft to the intermediate section. Visual inspection of the whole wire showed a significant curvature at about 134 cm. Zoomed photos showed both fractured sections of the wire. Heat treatment of the weld region required to achieve desired mechanical resistance characteristics regarding resistance to fracture was performed. A slight curvature was noted at about 1 cm from the fracture point in the intermediate section. It is believed that the wire entered an important curvature zone in the body based on the curvature observed on the wire. Considering its location of the curvature, we can ascertain that the proximal weld was stressed at the proximal joint as it precedes this section of the wire. Review of device history records (DHR) confirmed that the optowire iii lot ow-2990e had been released per specification. No non-conformity was associated to this lot. One deviation was linked to this lot but is unrelated to the complaint. No other complaint was received on optowire lot ow-2990e. Following the investigation of the wire and based on the limited information received, the root-cause associated to the optowire break is unknown but is likely related to the usage of the device beyond the recommendations provided in the instructions for use (IFU) considering that the arteries were tortuous. All potential risks associated with the event are disclosed in the optowire iii instructions for use (IFU): if resistance occurs and the cause of resistance cannot be determined, do not move or torque the optowire. Stop the procedure, determine the cause of resistance under fluoroscopy and take appropriate action. Optowire should be manipulated only under fluoroscopy. Care should be taken when manipulating a guidewire inside a vessel during device placement and removal. Observe optowire movement in the vessels. Before an optowire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque an optowire without observing corresponding movement of the tip; otherwise, vessel trauma may occur. Never advance an optowire against resistance without first determining the reason for the resistance under fluoroscopy. Excessive force against resistance may result in damage to the wire and/or to the vessel. If resistance occurs and the cause of resistance cannot be determined, do not move or torque the optowire. Stop the procedure, determine the cause of resistance under fluoroscopy and take appropriate action. Do not use the optowire if any portion of the device or packaging appears damaged, if any portion of the sterile pouch has been opened or if product is expired. Confirm the compatibility of the guidewire diameter with the interventional device before actual use.

Manufacturer narrative:
At the time this intermediary report was written, the optowire was not yet returned to our facility limiting the investigation activities. Location of the break in the guidewire is currently unknown. Review of device history records (DHR) confirmed that the optowire iii lot: ow-2990e had been released per specification. No non-conformity was associated to this lot. One deviation was linked to this lot but is unrelated to the complaint. No other complaint was received on optowire lot: ow-2990e. Based on the available event information at the time this intermediary report was prepared, the cause of the failure is unknown but is likely related to the usage of the device beyond the recommendations provided in the instructions for use (IFU) considering that the arteries were tortuous. All potential risks associated with the event are disclosed in the optowire iii instructions for use (IFU): if resistance occurs and the cause of resistance cannot be determined, do not move or torque the optowire. Stop the procedure, determine the cause of resistance under fluoroscopy and take appropriate action. Optowire should be manipulated only under fluoroscopy. Care should be taken when manipulating a guidewire inside a vessel during device placement and removal. Observe optowire movement in the vessels. Before an optowire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque an optowire without observing corresponding movement of the tip; otherwise, vessel trauma may occur. Never advance an optowire against resistance without first determining the reason for the resistance under fluoroscopy. Excessive force against resistance may result in damage to the wire and/or to the vessel. If resistance occurs and the cause of resistance cannot be determined, do not move or torque the optowire. Stop the procedure, determine the cause of resistance under fluoroscopy and take appropriate action. Do not use the optowire if any portion of the device or packaging appears damaged, if any portion of the sterile pouch has been opened or if product is expired. Confirm the compatibility of the guidewire diameter with the interventional device before actual use.

Event description:
We were informed by one of our distributor (procardia medical) of an optowire that broke inside a patient. The event description that we received was as such: wire broke while inside of a patient, multi-vessel ffr, 3rd vessel that was checked, quite a lot of maneuvering. Update from customer on (07jan2026): there was nothing wrong with the patient. Customer used the snare and pulled it (the wire) out of the patient. There was no need for extended hospitalization. 3 vessels were checked during this case, the wire broke during ffr of the 3rd vessel. A lot of manoeuvring because the arteries were tortuous.